Event description:
It was reported that in (B)(6) 2009, the pt heard sounds being sometimes very quiet and sometimes they became very loud. In (B)(6) 2010, the pt was no longer able to hear with her device. Testing carried out in (B)(6) 2009, showed hi impedance on 4 channels and intermittent sounds. Testing carried out in (B)(6) 2010, showed that the impedance of the 12 channels as well as the ground path impedance could not be determined. The pt was re-implanted on (B)(6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.